Event description:
It was reported that the 6800 system was slow to boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The system needs the single board computer upgrade kit. The customer cancelled the svc call. A follow up report will be filed when add'l details become available. This MDR is related to ge healthcare complaint number.